Event description:
Allegedly, during a lap supracervical total hysterectomy procedure, the doctor noticed a small curved piece of metal inside the pt. She removed the instrument, and retrieved the metal piece with another instrument. She replaced the broken instruments and completed the procedure; there was no injury to pt, and delay had no pt impact. Pt was x-rayed afterwards and results were negative for foreign object; nothing was left in the pt.

Manufacturer narrative:
We evaluated the returned outer tube and found the locking plate is broken off from inside the distal end. This piece was retrieved from the pt by the doctor. We cannot confirmed cause, but locking plate can be broken due to excessive torquing of the instrument resulting in stress overload.